Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, the option-lok male adapter assembly separated from the tubing. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.